Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/ migration'), pregnancy with contraceptive device ('post-implant pregnancy') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. A22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 6. Concurrent conditions included backache, urinary frequency, urinary tract infection, post coital bleeding, vaginal bleeding, obesity, myalgia, myositis, migraine, dizziness, vomiting and photophobia. Concomitant products included ibuprofen. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage (seriousness criterion medically significant) and headache ("other (list): severe headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device, pelvic pain, genital haemorrhage and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered genital haemorrhage, headache, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details:- right ostia: 12, left ostia: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: no evidence of contrast passage within the tubes bilaterally.. Hysteroscopy - on (B)(6) 2013: 1.bilateral essure devices noted bilaterally. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache. Lot number: a22178 manufacturing date: 2012-06 expiration date: 2015-06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/ migration'), pregnancy with contraceptive device ('post-implant pregnancy') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. A22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 6. Concurrent conditions included backache, urinary frequency, urinary tract infection, post coital bleeding, vaginal bleeding, obesity, myalgia, myositis, migraine, dizziness, vomiting and photophobia. Concomitant products included ibuprofen. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage (seriousness criterion medically significant) and headache ("other (list): severe headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device, pelvic pain, genital haemorrhage and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered genital haemorrhage, headache, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details: right ostia: 12, left ostia: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: no evidence of contrast passage within the tubes bilaterally. Hysteroscopy: on (B)(6) 2013: bilateral essure devices noted bilaterally. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.